Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobe resection procedure, the device had a poor staple formation. To resolve the issue they had to over sew the staple line and used another stapler to complete the case.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.